Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to pain. No further information has been provided to date. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records and to report blood test results, which were unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to pain. Additional information received in patient medical records indicates that the revision procedure took place on (B)(6) 2012 was due to pain, metallosis, gray debris, elevated cocr levels, gray fluid and erosion of the trunnion. The operative notes confirm that the acetabular cup and modular head were removed and replaced. The report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.